Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the past few months there has been a significant rise in right ventricular (rv) lead pacing impedance, and rv threshold. The lead remains in use. No patient complications have been reported as a result of this event.